Manufacturer narrative:
Block g4: premarket / 510(k) #: k163248 & k151895. Block h6: imdrf device code a0501 is being used to capture the reportable issue of distal tip broke.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used in the airway during procedure on (B)(6) 2024. During the procedure, the distal tip broke after biopsying a lymph node. The procedure was completed using another expect pulmonary needle. There were no reported patient complications as a result of this event.